Event description:
On (B)(6) 2007, I underwent a right total hip arthroplasty procedure. I received a depuy pinnacle size 15 small stature femur with a 56 metal acetabulum with a 36 metal head with a plus 8.5 mm neck length. On (B)(6) 2008, I underwent a left total hip arthroplasty. I received a depuy pinnacle size 56 acetabulum cup with a size 15 noncemented femur with an 8.5 mm neck length and a 36 mm head size. I began experiencing pain and difficulty with the implant shortly after each of these surgeries. On (B)(6) 2009, I was taken via ambulance to an emergency room after experiencing extreme pain in my left hip. It was determined that I had dislocated my left hip. The dislocation was reduced during surgery. Subsequently, I have had add'l dislocations to my left hip that required reductions on (B)(6) 2011. In early 2011, I began visiting a center for pain management to receive steroidal injection in order to help alleviate pain in my left hip. Since these implantations of the depuy pinnacle devices, I have experienced severe pain and discomfort and inflammation in both thigh and hip areas. I also feel extreme discomfort when sitting for periods of time, walking, standing, or sitting. I have been advised by my doctor that I will need to undergo revision surgeries to replace the devices.